Event description:
The distributor reported that a foreign object was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one unused suspect device was returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for their lot number. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint is confirmed for this device. The root cause is attributed to the manufacturing process.